Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: b3: date is year valid. H3. Analysis found non-conformances and the recharger was subsequently scrapped. The recharger was stuck in passive recharge mode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative (pt rep) regarding an external device. It was reported that the pt was having issues charging their implanted neurostimulator (ins) within the last year, and it was getting progressively worse. Unable to recharge the ins for the last 5 days. Pt rep stated that the controller was fully charged, but that the controller would not communicate with the ins. Pt confirmed no device found appeared when the recharger was plugged into the controller. Pt said when they go to switch from one program to another, the controller made contact with the ins and would change programs. Pt confirmed the controller was able to make contact with the ins when nothing was plugged into the controller and when they changed their therapy settings. Pt also noted that the recharger paddle and the relay box along the recharger cord were getting hot. During the call, pt rep confirmed no visible damage to the recharger cord. Pt rep noted visible damage in the controller charging port as they saw corrosion on the outward pins and noted they weren't bright and shiny like the pins in the middle. They reset the controller. The issue was not resolved. Agent reviewed information. An email was sent to the repair department to replace the recharger and controller.